Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, a "service required" code was found in the ventilator's downloaded error log that confirmed a ventilator inoperative occurred. The device's main board and machine flow sensor need to be replaced to resolve the issue.